Event description:
It was reported that, during shoulder arthroscopy procedure, the arthropierce's clamp broke while passing the anchor wire in the tent. The procedure was successfully completed without delay. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference case: (B)(6).

Event description:
It was reported that, during shoulder arthroscopy procedure, the arthropierce's clamp broke. The procedure was successfully completed without delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the customer provided images show that the device appears to be warped and deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.